Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had an issue with not all the boluses being in the history. Customer also had high blood glucose of 420 mg/dl. Customer contacted their health care professional to check all the settings. Customer reported that in the morning she set 2.6 units but the bolus history has 2.1 units. Customer gave a bolus to the air of 2.6 units and everything was saved correctly in the history. Customer reported that she changed the set and reservoir due to her high blood glucose. Customer gave a correction and will call back.